Event description:
It was reported that a vns patient was explanted for a second time due to staphylococcal infection that did not resolve with antibiotic therapy. The patient was reimplanted several months later on the right vagus nerve. "There were no specific risk factors for staphylococcal infection, such as immune compromise, noted in this case." Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Khurana, divya s. Et al (2005) vagus nerve stimulation in children with refractory epilepsy: unusual complications and relationship to sleep-disordered breathing. American epilepsy society meetings in washington dc, 2-6.